Manufacturer narrative:
The investigation of product damage (sterile sleeve damage) and product damage (bond failure) has been completed. The pump was not returned for investigation, and a data log review was deemed unnecessary for this case. According to the clinical report, the tuohy borst was found open several times during the pump use. Additionally, the sterile sleeve was torn away from the tuohy borst after the patient caught her foot in it. No clinical image was provided for the sterile sleeve damage. The product damage (bond failure) failure mode applies to the loose bond on the kink protector bond (catheter, patient cable, or purge lumen), which allows for unimpeded translation and rotation. The failure mode of "product damage (bond failure)" has been removed, as the loose tuohy borst employs a snap-fit mechanism and is part of the sterile sleeve. This issue has been addressed under the failure mode "product damage (sterile sleeve damage)". The cause of the sterile sleeve damage issue was most likely use-related, as the patient accidentally tore the sterile sleeve when his/her foot became caught in it.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device is not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient (unknown race and ethnicity) undergoing high-risk percutaneous coronary intervention (pci) was implanted with an impella cp device for mechanical circulatory support. During support, the tuohy-borst kept staying open. The staff repeatedly attempted to close it unsuccessfully. Additionally, the patient's foot became caught on the sterile sleeve of the pump and tore it away from the tuohy-borst. The pump was explanted from the patient and discarded. No patient harm was reported, and the patient was reported to be stable following the event.